Event description:
Forty seven yr old male to ed for weakness & slurred speech. Takes dilantin & tegretol blood levels drawn. Tegretol level elevated dilantin level below detectable limits. Ed physician ordered IV dilantin during which time the pt became worse. A repeat dilantin level showed a toxic range. A reck of the first specimun showed the dilatin level to be therapeutic. The MFR of the blood analyzer was notified. They were here and checked the probes, tubing and did a fluidic check and found no problems. There were no error codes or inadequate speciman code showing. Tech ran 3 controls before the test which were appropriate.